Manufacturer narrative:
The actual i.v. Stylet needle with safety clip was returned for evaluation. The clip was not properly covering the needle tip. The long arm of the clip was pushed off the side of the needle by a lateral force being applied to the clip during the stick or after proper deployment. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.

Event description:
As reported by the user facility: nurse received needlestick on left little finger when withdrawing stylet from catheter. Safety clip did not cover tip of stylet. Facility protocol followed for needlestick injury.